Manufacturer narrative:
(B)(4). Implant site ischaemia, implant site discolouration, implant site infection, implant site necrosis, implant site pain assessed as serious and possibly related.

Event description:
This is a verbatim report as received by valeant from (B)(6): this is a spontaneous case report sent by a registered nurse which refers to a female pt of unknown age. The pt's past medical history includes depression, and basal cell carcinoma on the nose which was radically excised approximately 5-6 years ago. The pt has no allergies. Concomitant medication was sertraline, taken daily. The pt had previously received restylane and restylane perlane injections in nose, nasolabial folds and oral commissures (first time 2 years ago, second time 1 year ago). On (B)(6) 2013, the pt was injected with restylane perlane lidocaine (lot number 12303) to the nose, nasolabial folds and oral commissure using threading technique. Pt was injected with a small amount (less than 0.1 ml) of restylane perlane lidocaine into the left side tip of the nose where she had previously had a basal cell carcinoma which was radically excised approximately 5-6 years ago. On (B)(6) 2013, the same day, onset of a small blanching on the nose [implant site ischaemia], of moderate severity. It improved with heat and massaged and colour returned. The tip of the nose appeared bruised and purple/blue in colour at the end of the treatment [implant site discolouration]. On (B)(6) 2013, 6 days after implant, onset of infection [implant site infection]of moderate severity, and necrosis [implant site necrosis] of unknown severity. The setting for the events was the nose. Pt received i.v. Kefzol (dose: 1 gm, on (B)(6) 2013) with some improvement. Oral keflex (from (B)(6) 2013), swabs taken for bacteria testing and topical bactroban (from (B)(6) 2013). On (B)(6) 2013, 10 days after implant, the pt reported she had gotten worse and that "nose was very sore" [implant site pain] of unspecified severity. She was refered to the hospital and again received i.v. Antibiotics. The pt was not admitted to hospital, however has been reviewed daily by a doctor. On (B)(6) 2013, 13 days after implant, the pt reports being "extremely sore and painful to touch". The pt was referred to a plastic surgeon. As per reporter, "to our knowledge it has been recognized as a necrosis by the plastic surgeon but the decision not to use hyaluronidase has remained as the infection is too great and there is a high risk of spreading if hyaluronidase is used." The possibility of developing ischemia with risk of necrosis and secondary infection following treatment is already addressed in the product labeling. The following info has been sent to the reporter: "use of dermal fillers in skin area previously subject to surgery is not recommended as there is an increased risk for vascular comprise and ischemia with risk of necrosis and secondary infection. If ischemia is suspected one can consider to restore the tissue circulation by use of vasodilatative agent such as nitroglycerin paste or degradation of the gel by local injection of hyaluronidase. However, such treatment should be started within hours after the onset of symptoms." No further corrective action is planned. (B)(4).